Manufacturer narrative:
Information regarding section d2 suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Correction to section g4in initial report: (B)(6) 2019 to (B)(6) 2019. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The returned catheters were both kinked and contained blood. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide cartridge. When tested as returned, the device did not spray. The carbon dioxide cartridge did not discharge when the device was deactivated. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device was of the post-CAPA design. When retested with a new carbon dioxide cartridge, the device initially sprayed continuously before stopping. After that, the device would not spray. The device was disassembled and the tubes were disconnected for removal of powder. Powder was observed in the tube between the powder chamber and on/off valve, but no large clumps of powder were found. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was found inside. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was catheters clogged with blood. The device also had a failure of spraying continuously due to the powder found in the low pressure valve, which can be caused by a clogged catheter. The user indicated the device was pre-tested prior to use. The instructions for use (IFU) states the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The blood in the catheters would support the catheters made contact with blood. The IFU also states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." The IFU instructs: "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release... Continue applying in short bursts until site is completely covered with powder and no active bleeding is visualized." The report indicated that the button was not pressed in short 1-2 second bursts and instead sprayed continuously. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was tested prior to use, blood was in the catheters and the button was pressed continuously, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following was reported to the FDA on 06-feb-2019: "during an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. Per the customer in mw5082958, the cook medical hemo-7 hemospray endoscopic hemostat delivery device was being utilized according to the manufacturer's recommendations, when it suddenly stopped working after approximately 7-8 activations. Device should be good for up to approximately twenty (20) activations. The local cook sales representative was contacted about the event." Additional information was received from the cook area representative on 12-feb-2019: with this particular procedure, I received a voicemail (B)(6) 2019 regarding only visualization after spraying, and if I had any tips on how best to rinse the endoscope lens. When I called back, I went over the best way to rinse. Then [I] scheduled another in-service to refresh the staff on the use of hemospray. On (B)(6) 2019 [I] did the in-service and at that time they mentioned the catheter maybe clogged, and difficulty [with] spraying. They switched to another catheter, and it sprayed, and then [it] stopped. After talking to the nurse, she said she was pressing the button to spray down the whole time, not doing the two (2) second rule, and they thought the catheter was clogged again. They opened another hemospray and sprayed it a few more times on the bleed, and the patient did well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Suspect medical device - common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510 k: den170015. This investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. Per the customer in mw5082958, "the cook medical hemo-7 hemospray endoscopic hemostat delivery device was being utilized according to the manufacturer's recommendations, when it suddenly stopped working after approximately 7-8 activations. Device should be good for up to approximately twenty (20) activations. The local cook sales representative was contacted about the event." While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information does not reasonably suggest the patient was adversely impacted.